Event description:
It was reported that 4 bd safetyglide¿ needles only, 25 g experienced a clogged needle. The following information was provided by the initial reporter: it was reported that the medication (liquid) was unable to be pushed/injected through the needle. Did this event involve any patients? No. Were any patients injured due to malfunction? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd safetyglide¿ needles only, 25 g experienced a clogged needle. The following information was provided by the initial reporter: it was reported that the medication (liquid) was unable to be pushed/injected through the needle. Did this event involve any patients? No. Were any patients injured due to malfunction? No.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 27-oct-2022. H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, twenty-nine samples with no packaging blisters were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seventeen samples expelled the solution with a normal flow. Twelve samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 4 bd safetyglide¿ needles only, 25 g experienced a clogged needle. The following information was provided by the initial reporter: it was reported that the medication (liquid) was unable to be pushed/injected through the needle. Did this event involve any patients? No. Were any patients injured due to malfunction? No.